Manufacturer narrative:
Complaint conclusion: while pulling the 6f brite tip sheath from the patient at the end of the procedure, it was reported that the distal 8.25 cm tip of the 23 cm sheath broke off and remained in the patient. A 10f sheath and 10mm snare were successfully introduced to pull through the 6f sheath that broke. The fistulagram procedure was completed prior to the sheath breaking. There was no report of patient injury. The patient is in stable condition. This was a right upper extremity arterio-venous fistula. It involved an upper arm loop configuration prosthetic loop. Excessive torque was not used during insertion. There was no kinking to the area of separation prior to the separation. The patient did not receive additional sedation however because her blood pressure did not warrant more sedation. One non sterile si brite tip 6f 23cm str was received inside a plastic bag. Per visual analysis, the cannula was found separated in two pieces at 8.5cm from cannula distal end. No other issues were found. The received cannula was inspected under a microscope and elongation characteristics were found at the separated edges. Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is possible that a stretching/ pulling event contributed to the separation of the cannula. The csi cannula od and ID were measured near to the damaged portion and results were found within specification. Review of lot 17145265 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer ¿catheter sheath introducer (csi) ¿ separated-in patient¿ was confirmed since the cannula was received separated in two pieces. However, the exact cause of the separation found on the csi cannula could not be conclusively determined during the analysis. Procedural/handling factors, such as stretching or pulling, appear to have impacted the event experienced by the customer. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the product analysis nor the device history record review suggests that the event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Concomitant products: 10f sheath and 10mm snare. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is being returned for analysis, however, not yet received. Additional information will be submitted within 30 days of receipt.

Event description:
While pulling the 6f brite tip sheath from the patient at the end of the procedure, it was reported that the distal 8.25 cm tip of the 23 cm sheath broke off and remained in the patient. A 10f sheath and 10mm snare were introduced to pull through the 6f sheath that broke, successfully. The fistulogram and plasty procedure were completed prior to the sheath breaking. There was no report of patient injury. The patient is in stable conditions. This was a right upper extremity arterio-venous fistula. It involved upper arm loop configuration prosthetic loop. Excessive torque was not used during insertion. There was no kinking to the area of separation prior to the separation. The patient did not receive additional sedation however because her blood pressure did not warrant more sedation. The product is available for analysis.